Event description:
A medtronic representative reported a stripped screw on an open spine clamp. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available, as the site discarded the suspect open spine clamp. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2014. Suspect part not returned to manufacturer for analysis as it was discarded at the site.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.